Event description:
It was reported that approximately two weeks after implant, the patient reported feeling dizzy "almost like black-out mode" and also reported having a dry cough. Follow up to gain additional information was not successful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.